Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had 80% pain relief. An impedance check showed the entire right lead had high impedance except for electrode 10. The patient was successfully programmed around the impedances. It was unknown was external or patient factors may have contributed to the issue. The electrodes were avoided and the issue was resolved at the time of the report. The indications for use were non-malignant pain and radiculopathy. No patient symptoms reported.